Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the clinical helpline shared a video showing noise being emitted during therapy by the arctic sun device indicative of a chiller pump failure. Stated the device should go to biomed and was under warranty so a warranty repair could be arranged once the device was not on the patient. Awaiting call back from customer. It was reported per ttm, nurse stated device was making a very loud noise. Concerned that there may be an issue. Confirmed device was not alerting/alarming. Currently rewarming patient and they were on track with therapy. Told ok to continue to use if there were no alerts/alarms, but if they receive any alerts or alarms stop using and send to biomed. Either way device needs to go to biomed once therapy was complete. Advised nurse of this information and noted if they were not comfortable using at this time it was ok to go ahead and swap out the device. Sn: (B)(6).

Manufacturer narrative:
The reported issue was confirmed. The root cause is due to a chiller pump failure. It was confirmed that the noise being emitted during therapy. Tech stated the device should go to biomed and is under warranty so a warranty repair could be arranged once the device is not on the patient. Awaiting call back from customer. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h, UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the clinical helpline shared a video showing noise being emitted during therapy by the arctic sun device indicative of a chiller pump failure. Stated the device should go to biomed and was under warranty so a warranty repair could be arranged once the device was not on the patient. Awaiting call back from customer. It was reported per ttm, nurse stated device was making a very loud noise. Concerned that there may be an issue. Confirmed device was not alerting/alarming. Currently rewarming patient and they were on track with therapy. Told ok to continue to use if there were no alerts/alarms, but if they receive any alerts or alarms stop using and send to biomed. Either way device needs to go to biomed once therapy was complete. Advised nurse of this information and noted if they were not comfortable using at this time it was ok to go ahead and swap out the device. Sn (B)(6).